Event description:
Multiple high order aberrations including chronic dry eye, starbursts and rainbow glare around lights (these two are particularly debilitating during nighttime driving), as well as the onset of many vision-obscuring floaters occurred after undergoing lasik vision "correction" surgery at durrie vision in overland park, ks. These effects are permanent and have drastically reduced my quality of life, resulting in debilitating anxiety, depression, and suicidal thoughts. The recovery, it turns out, is not 3 months as the staff claims. They push the recovery window out further every time they are asked about it, and it has become clear to me that they know these effects will never heal. The staff at the practice, including the surgeon dr. (B)(6), actively downplayed the risks and intentionally categorized the aforementioned effects incorrectly in order to advertise a low complication rate. These high order aberrations are not classified as complications in their reporting, and a "successful" surgery is determined only by whether the patient can read an eye chart shortly after the procedure. No concern is given to patients that do not recover from these complications, as many never will. My life has been permanently altered for the worse and there is currently no cure for the inherent ocular butchery of this procedure. I believe the only reason it is still performed is greed by the ophthalmology industry, their aggressive marketing/astroturfing, and cowardice of elected officials. Laser vision "correction" should be outlawed outside of medically necessary purposes and the corrupt individuals/institutions that knowingly cause harm to so many people for the sake of profit should be held accountable. To whoever may read this: please, never let anyone touch your eyes.